Event description:
A surgeon reported a patient who is experiencing glare, halos, and starbursts in one eye following bilateral intraocular lens (iol) implant surgery. The iol was noted to be decentered, about one millimeter temporally, and it appears that the temporal haptic is in the sulcus. There is minimal refractive error, and glasses do not correct the symptoms. A yag capsulotomy has been performed in the affected eye. The surgeon is considering to reposition the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough information provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).